Manufacturer narrative:
Inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. The exposed portion of the soft cannula was observed to be flattened, however, the timing and cause of the damage could not be determined. During the investigation, the damage did not prevent fluid from exiting the distal tip of the soft cannula.

Event description:
It was reported the patients blood glucose level rose to 15.4 mmol/l (277.2 mg/dl) while wearing the pod between 36 and 48 hours. As treatment, a new pod was placed.